Event description:
Revision surgery - the pt ruptured his subscapula post operation. The surgeon decided to insert a smaller head while repairing the subscapula.

Manufacturer narrative:
The reason for this revision surgery was to remedy a torn subscapularis after 2.7 months of patient use. The healthcare professional indicated a serious risk to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this part number; one due to pain. This is the first complaint for this lot number. The root cause for the torn subscapularis was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.